Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review was conducted no issues were found related to the complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that while preparing to intubate, the clinician noticed the 15mm adaptor was loose within the endotracheal tube.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was found that the 15mm connector was firmly seated in the tube. No defects were observed. A functional inspection was performed by removing and reconnecting the 15mm connector from the returned et tube. The 15mm connector could be firmly secured. No defects or anomalies were observed. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "the 15mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." The reported complaint of a loose connector was not confirmed based upon the sample received. The 15 mm connector of the returned et tube was able to be secured to the device with no difficulty. A DHR review was performed on the et tube with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned sample.

Event description:
The customer alleges that while preparing to intubate, the clinician noticed the 15mm adaptor was loose within the endotracheal tube.